Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section e1 - phone complete entry = (B)(4).

Event description:
The customer observed falsely elevated alinity I ca 19-9xr results for one surgery patient with unknown medical history. The following data was provided: sample ID (B)(6) initial result, on (B)(6) 2024, was 50, repeat results were 5.97, four results were around 6, 76, and 7.6 u/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I ca 19-9xr results on an alinity I processing module, serial number (B)(6), included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. The customer service center specialist (csc) reviewed the module logs and recommended multiple troubleshooting procedures be performed, including cleaning of the dispense opening of the sample pipettor, however, was unable to determine a single part as the likely cause of the issue. The alinity I processing module (03r65-01), serial number (B)(6), was considered the likely cause of the issue. No subsequent issues have been reported. The device history record review did not identify any non-conformances or deviations associated with the complaint issue. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr results for one surgery patient with unknown medical history. The following data was provided: sample ID (B)(6) initial result, on (B)(6) 2024, was 50, repeat results were 5.97, four results were around 6, 76, and 7.6 u/ml. There was no impact to patient management reported.